Event description:
Genosyl device alarmed "cassette not detected" despite showing approximately 94% of drug remaining 30-40 minutes earlier during bedside report. Cassettes returned to manufacturer. Machine removed and manufacturer consulted. Vero biotech downloaded logs (we are not able to do that). We have been informed it will take about 2 weeks to get the result of their analysis of the logs. Manufacturer response for nitric oxide cassette, genosyl cassette (per site reporter). Awaiting evaluation. Manufacturer response for nitric oxide cassette, genosyl cassette (per site reporter) awaiting evaluation. Manufacturer response for nitric oxide delivery system console, genosyl delivery system console (per site reporter). Awaiting evaluation.